Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products. Since no actual sample is returned and the use of the sample is unknown, so the root cause of bleeding at the insertion site cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
On (B)(6) 2025, a nurse performed an IV catheter insertion and administered intravenous fluids to a patient. Following the infusion, the patient reported pain at the catheter insertion site. Leakage from the catheter was observed, prompting immediate cessation of fluid administration. The catheter was removed, and pressure was applied to the puncture site. The incident was reported to the head nurse and the equipment department. This event resulted in redness, swelling, and pain at the puncture site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.